Event description:
It was reported that the patient felt that her pump stopped working three times. The patient indicated that she felt withdrawal symptoms of headache, nausea, diarrhea, and vomiting. These events occurred in (B)(6) 2014, (B)(6) 2014, and (B)(6) 2015 and lasted 48-60 hours each time. An x-ray was taking but the patient indicated they ¿couldn¿t really see behind the pump.¿ the healthcare professional (hcp) thought that ¿maybe the catheter was twisted and then untwisted itself.¿ the reporter indicated that they generally got what was expected at refills ¿usually 1-1.5ml¿ and that the last time they got ¿closer to 2ml.¿ the patient was not aware of any issues in the event logs or alarms associated with an event. The patient had one report that indicated that the logs had not been read during that session. The patient indicated that the pump did ¿little good¿ since implant ((B)(6) 2011) and she wanted to have it removed. The patient noted that she had a hard time getting dose increases from her healthcare professional (hcp). As of (B)(6) 2015 the patient was still having concerns with their device or therapy but was working with their healthcare professional (hcp) or manufacturer¿s representative. The pump was used to infuse morphine (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).